Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope lenticular lens was damaged and the picture was blurry. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the malfunction was likely caused by excessive force. The identified defects appear to result from improper handling, including the application of excessive force or impacts such as drops, shocks, or similar stresses. Olympus will continue to monitor field performance for this device.